Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the presenting electrogram. The health care professional advised the patient would be seen in clinic for troubleshooting. Additional information from the field representative provided the patient was subsequently seen in clinic. Sensitivity was reprogrammed. No oversensing has been observed following the programming change. The patient continues to be monitored. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the presenting electrogram. The health care professional advised the patient would be seen in clinic for troubleshooting. This ICD remains in service. No adverse patient effects were reported.